Event description:
The customer reported the ventilator stopped cycling and alarmed after transitioning the unit off of oxygen and ac power to transport the patient to CT scan. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the reported problem. The service technician reported while the ventilator was operating in normal ventilation mode, the fio2 was decreased to 21%, the ac power unplugged and the o2 hose disconnected from the wall source. The ventilator began alarming and for approximately 15-20 seconds breath cycling appeared to stop, and then resumed. Testing at the factory determined the crossover solenoid failed to switch over. The crossover solenoid was replaced to address the findings.

Manufacturer narrative:
Solenoid.